Manufacturer narrative:
The subject bflex 2 large 5.8 single-use bronchoscope was not saved by the facility and therefore was unable to be returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported lot number did not identify any similar complaints reported to verathon. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Trending analysis for the bflex 2 large 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a bronchoscopy, using a bflex 2 large 5.8 single-use bronchoscope, the image was blurry initially and subsequently was completely lost in the middle of the procedure. No delay in the procedure, use of a backup device, or harm to the patient was reported.